Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 10 mcg/ml prialt at a dose of 2.399 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient had lost about 20 pounds and the pump was hitting the iliac crest. The pump needed to be moved up/repositioned. There was no diagnostic testing performed. The pump pocket was revised. It was reported that the issue was resolved and the patient status was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.